Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis/occlusion are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available a follow-up report will be submitted.

Event description:
The patient was treated as part of the (B)(6) post-market observational study on (B)(6) 2018. At index procedure ((B)(6) 2018), the patient presented with a restenotic occlusion of the segment involving the ostial sfa to distal third of the sfa in the right leg. One 5.0 x 60mm biomimics stent was implanted. On (B)(6) 2020 an event of occlusion was identified . This relationship to the device was described as "not assessible/unknown" and the relationship to the procedure was described as "not related". The occlusion required a graft/bypass of the occluded segment between the ostial sfa and popliteal proximal. The segment included the target lesion. The event is described as "continuing" and the device remains implanted.